Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alert was received for right ventricular (rv) lead defibrillation coil impedance out of range and the impedance was less than 20 ohms. It was further reported the rv pacing lead impedance and rv defibrillation coil impedance have slowly dropped but have stabilized. The defibrillation coil is reported to be looped around the posterior of the patient's heart and connected to an abdominally implanted device. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.